Event description:
Procedure: thoracic surgery. The surgeon applied the instrument, stapled and cut the tissue. However, when the dlu was reopened, ten staples in the middle of the line had remained open on the atrium. There was bleeding of approximately 300ml. The surgeon then applied a clamp to the tissue and sutured with thread to fix the wound. The patient condition is satisfactory after the surgery.